Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. During an unknown orthopedic surgery, when opening the package before use, it was found that there had been a foreign matter, which was like a needle tip or a metal piece, in the package. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one folder with four strands single armed outside its overwrap packet was received for analysis. Product code mb66g. Visual inspection of the returned sample revealed the presence of a foreign matter stuck with tape in the tyvek of the packaging. The foreign matter appears to be consistent with a metal fragment. In order to identify the material composition an analysis was carried out, and it was found that the foreign material has the same composition as the needle's material (see the results attached). Additionally, the needles were examined under magnification, and no material loss was found in the returned needles. Two photos were provided showing a foreign matter in the packet. No conclusion could be reached on the cause of the reported event. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications.